Event description:
A customer contacted beckman coulter regarding a false negative (-) total bhcg (thcg) result from a single patient sample that was generated by the unicel dxl 800 access instrument. A patient sample was tested for tbhcg and a result of 2.25miu/ml was obtained. The original sample was re-tested for tbhcg because physician questioned the initial result and asked for re-test. The repeated tbhcg result was 5610miu/ml. There have been no change in patient treatment as a result of this event.

Manufacturer narrative:
Qc was within specifications prior to and after the event. The specimen was collected in bd, lithium heparin, without gel tube. Customer stated, that they are not sure if the sample was a full draw, or if it was inverted per manufacture's guidelines. A field service engineer (fse) was dispatched to the customer's lab: a) the fse replaced: wash tower assay, peri pump tubing and sample probe. B) the fse verified that the instrument was performing within specifications. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.